Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which off-label usage, on (B)(6) 2019. The patient¿s mother stated that the patient¿s blood glucose value increased from 242 mg/dl at 7:30am to over 500 mg/dl by 9:00am. The patient¿s mother alleged that because they were unable to monitor the value or the rise in the patient¿s blood glucose due to the calibration error, the patient was hospitalized in the intensive care unit (ICU) with a diagnosis of elevated ketones and blood glucose. The sensor had been inserted into the arm the day before the event occurred. Data was provided for evaluation and the reported calibration error was confirmed. The probable cause was determined to be an out of wedge high. No additional patient or event information is available.